Event description:
Glidescope gvl3 blade was found to have a broken tip, cracked and extremely sharp. Other glidesscope gvl3 blades in main or central core inspected, and an additional gvl3 blade still in the packaging and sealed was also found to have the tip broken off with very sharp edges.